Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported this was a mitraclip procedure to treat grade 4+ functional mitral regurgitation (mr). The transseptal puncture was suboptimal, too anterior. The first clip delivery system (cds) was advanced to the mitral valve, and successfully implanted. To further reduce mr, a second clip was advanced. The direction was not the most accurate due to the transseptal puncture, hindering grasping. After three grasping attempts, the leaflets were grasped. During clip deployment, when retracting the actuator knob, the mandrel appeared to be broken; the actuator mandrel came out proximally from the device. There was difficulty removing the gripper line, the gripper line felt longer than usual. Tension from the system was released and finally the entire gripper line came out; however, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda). Final mr grade = 4. No additional treatment is planned. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis and evaluated. The reported difficulty grasping the leaflet, positioning the device and incomplete coaptation (single leaflet device attachment (slda)) during use could not be replicated in a testing environment as it is related to patient¿s anatomy or procedural operational circumstances. Additionally, the reported irregular appearance of the gripper line and difficulty removing the gripper line during use could not be replicated in a testing environment due to device returned condition (clip and gripper line were not returned). The actuator assembly/crimping cam retraction was confirmed. A review of the lot history record revealed no manufacturing non-conformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported actuator assembly/crimping cam retraction is a normal function of the device. The difficulty grasping the leaflets and positioning the device appears to be related to patient morphology/pathology. The irregular appearance of the gripper line appears to be related to the difficulty removing the gripper line. The difficulty to remove the gripper line appears to be due to the tension on the device; therefore. Attributed to procedural conditions. The slda appears to be due to manipulation of the device while trying to remove the gripper line. There is no indication of a product issue with respect to manufacture, design or labeling.